Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was not know. Bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40's mg/dl. Cause was not known. Customer consumed protein and drank orange to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.